Manufacturer narrative:
H6. Investigation results - logic cr tib insert slope++, sz 4, 11mm with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's knee instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. There is no mention in the revision operative report of device malfunction or wear. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Revision operative report of (B)(6) 2023 - preoperative diagnosis- left total knee arthroplasty with pain and instability. Procedure -open synovectomy and poly exchange. Findings: patient had bilateral knee arthroplasty. Right knee exchanged for recall. Patient had pain and instability, with knee swelling, etc,. Ruled out infection. Intraoperatively found ligamentous laxity with 11 poly and went to a 15. Revised to truliant crc. There is mention of wear or device malfunction. There is no other information available.

Manufacturer narrative:
H3: pending investigation. D10: 5196450 02-010-03-0240 - logic cr femoral cem, left, sz 4. 5404900 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 5623169 200-02-32 - three peg patella 32mm. H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2018. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. Upon examination, the patient was scheduled to have a revision left tka possible poly swap. The patient was revised on (B)(6) 2023 and the poly was swapped. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.